Event description:
This is a spontaneous case report received from a lawyer/ attorney in united states on 24-oct-2016 on behalf of a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The physician advanced the device into the hysteroscope until the left ostium was visualized, and then advanced the essure device into the ostio and deployed it. Following the procedure, plaintiff began having significant pain in her lower back, which caused nausea and vomiting and she sought various medical treatments to determine the cause of the pain. Eventually, she presented to a chiropractor who had x-rays taken of her back on (B)(6) 2014, and the x-rays revealed the presence of an essure coil lodged in her abdominal cavity. The plaintiff had to undergo a surgery to have the essure coil removed, as well as a hysterectomy on (B)(6) 2014. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and it was reported that essure coil had lodged in her abdominal cavity. A surgery to have the essure coil removed and hysterectomy was performed. The event, considered as device dislocation into abdominal cavity, is regarded as anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of device dislocation were not known. However, considering its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil had lodged in her abdominal cavity') and device breakage ('fragment on my left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("significant pain in her lower back"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, back pain, nausea and vomiting outcome was unknown. The reporter considered back pain, device breakage, device dislocation, nausea and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2014: results: essure lodged in abdominal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc investigation result. Company causality comment: this non-medically confirmed spontaneous and legal case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and it was reported that essure coil had lodged in her abdominal cavity. A surgery to have the essure coil removed and hysterectomy was performed. The event, considered as device dislocation into abdominal cavity, is regarded as anticipated according to the reference safety information for essure. In this case, the exact date and mechanism of device dislocation were not known. However, considering its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because a device removal was required and surgical intervention was performed. Additionally, non-serious events were reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil had lodged in her abdominal cavity') and device breakage ('fragment on my left') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), back pain ("significant pain in her lower back"), nausea ("nausea") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, device breakage, back pain, nausea and vomiting outcome was unknown. The reporter considered back pain, device breakage, device dislocation, nausea and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray. On (B)(6)2014: results: essure lodged in abdominal cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Reporter's information added.event: fragment on my left were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Further information will be obtained through the litigation process.